Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0fqu5, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
The company representative (rep) reported that the patient developed an infection on the right chest, implantable neurostimulator (ins) area, and the scalp. The patient came to the clinic a month after implant and the patient's skin around the ins area was swelled. The patient was referred to meet with a neurosurgeon. The doctor sent cultures and found it was s aureus. The patient was treated with an antibiotic. The cause of the infection was unknown. A little over a week later the patient was still admitting and being treated using an antibiotic in the hospital. If the patient gets better he will be discharge by this week. If additional information is received, a follow up report will be sent.